Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
"Cvc placement under ultrasound-controlled in general anaesthesia; medical assistant aspirates "air", under ultrasound control, however, needle is not near the tip of the lung; after handover to the medical specialist, air is aspirated again and on injection nacl 0.9% is sprayed in a thin stream from the cone of the cvc puncture needle; when attempting to remove the needle, the metal part remains in the patient and the cone remains on the attached syringe; fortunately, the needle can still be removed from the patient manually without the need for further surgery." No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
"Cvc placement under ultrasound-controlled in general anaesthesia; medical assistant aspirates "air", under ultrasound control, however, needle is not near the tip of the lung; after handover to the medical specialist, air is aspirated again and on injection nacl 0.9% is sprayed in a thin stream from the cone of the cvc puncture needle; when attempting to remove the needle, the metal part remains in the patient and the cone remains on the attached syringe; fortunately, the needle can still be removed from the patient manually without the need for further surgery." No patient harm reported. The patient's condition is reported as fine.